Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device retained at (B)(4) implant research center.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
The reason for revision for this implant was not reported. The components were implanted in situ for ~ 2 y. The tibial insert was revised.

Event description:
The reason for revision for this implant was not reported. The components were implanted in situ for ~ 2 y. The tibial insert was revised.